Event description:
The patient called lifescan and alleged the one touch ultrasmart would not turn on. This is a new product, never used. The patient denies symptoms of high or low blood glucose. The patient went to the hospital to have blood glucose checked, unknown meter 115 mg/dl. No treatment. The customer care representative verified the meter would not turn on. There is indication the product malfunctioned and it was replaced with return expected.